Manufacturer narrative:
The product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not powered on with button, strip insertion or usb cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Further investigation was conducted, where a visual inspection was performed on the returned reader using a digital microscope. Burn marks were observed on the u13 component. The device was brought to a lab bench for testing. The returned battery voltage was measured which was not within the specification range. The reader was unable to power on using the button, strip insert or charging cable. The returned reader was connected with the known good battery, and the device still did not turn on. The reader was monitored under a thermal camera during operation and hot spots were observed on u2 after the button was pressed. A voltage was observed on the pa9_vbus line when the device was not charging. This indicates there was damage on the pa9 pin of the cpu (central processing unit). It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The reported field event of the reader being ¿too hot to hold¿ was observed. It was observed that the reader had hot spots. Interrogation of the device revealed that the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and hotspots. The returned reader was passed all quality control tests prior to its distribution. No anomalies were found in the record. Therefore, the issue is not confirmed to use due to incorrect adapter used. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.